Event description:
Information was received indicating that at the end of therapy this smiths medical cadd solis vip pump, under infusion was noticed. It was reported 8% residual left at the end of therapy. No patient consequences were reported. No adverse effects were reported.